Event description:
It was reported that an asymptomatic patient presented through merlin at home transmission having device with non sustained lead noise due to post paced t wave oversensing. The oversensing was noted on stored egm. Programming changes were made and device remains implanted.